Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they thought the device shifted on them as the device was shocking them in places where it shouldn't be shocking them. Patient stated that they have called about this issue a couple times before and that they turned the ins on this morning but they couldn't keep the ins on for long as the ins would shock them in their stomach, rib cage, groin, and kidney. Patient said that their programming was switched to group a, however group a was doing the same thing as group c. Agent redirected patient to healthcare provider (hcp), however pt said that hcp told them to have a manufacturer representative (rep) present at their next appointment. Agent advised the pt that a message would be sent out to the local reps requesting contact.